Event description:
It was reported that the patient heard tones and presented to the clinic. It was also reported that the lead impedance was rising slightly. The patient's device was checked again and trends were stable. No intervention was done. They are monitoring the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was high resistance/impedance, the patient alert triggered for superior vena cava coil lead z=104 ohms on (B)(4) 2011 03:00:02. Daily high voltage lead impedance log data shows a spike increase for svc= 78 to 104 ohms peak between (B)(4) 2011 and (B)(4) 2011, then returns to a baseline of 82 ohms on (B)(4) 2011.